Event description:
It was reported patient underwent an ankle arthrodesis procedure on (B)(6) 2014. During the procedure, the reamer shaft fractured. All fractured fragments were removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation anticipated but not yet begun. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual and material analysis inspection showed clears signs that the instrument was used beyond its intended use.